Event description:
It was reported that the cvc was repaired due to a visible hole in the tubing. It was repaired as per the policy - not to be used for 24 hours. It was accessed 48 hours later on (B)(6) 2015. There was a hole in the repair kit tubing noted on flushing. A decision was made to remove the entire cvc and insert a brand new cvc in operating theatres.

Manufacturer narrative:
A lot history review (lhr) of rezc0279 showed one other similar prod complaint(s) from this lot number. Both complaints for this lot number (rezc0279) have been reported from the same australia facility. The device has not been returned to the MFR, at this time, for eval.